Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported by that hospital nurse that the tip of screwdriver broke. There was surgical delay of 30 minutes. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection: the product was visually inspected and the failure mode was confirmed. The driver broke approximately at the 23mm laser mark. There were no signs of twisting of the tip, only the break. The tip was not received with the device. The probable root cause/s could be: excessive or insufficient force used. Screw inserted at an angle. Incorrect size of screw for tunnel/graft. Tap not used before insertion. Driver not fully inserted into screw. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported by that hospital nurse that the tip of screwdriver broke. There was surgical delay of 30 minutes. The procedure was completed successfully.